Event description:
Overdelivery reported: pt was receiving morphine sulfate to manage postpartum pain. There was neither specific prescription nor event info available. It was reported the pt required narcan ivp x 3 (0.4mg , 0.2mg, 2.0mg) to regain appropriate respiratory status. There was no info related to the time intervals between the narcan doses. Though requested, there was no other info available.